Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency department on an unknown date with open pocket wound, the wound was glued closed by hospital staff. The patient contacted the clinic on (B)(6) 2021 with wound still open, the pocket was re-sutured. On (B)(6) 2021, the patient presented for a pocket revision because the wound was still open; the physician noted there was no scope to revise the wound. The insertable cardiac monitor (icm) was explanted and replaced in a new location. The patient was in stable condition.